Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual impedance rise and moderately high threshold. A microdislodgement is suspected. A new pace/sense lead was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.